Event description:
A physician reported a pt who was skin tested on 31 march 1998 with negative results. On 7 april 1998, the pt was treated in the nasolabial folds and on 5 june 1998, rec'd a touch-up to the same areas. On 21 june 1998, the pt phoned the physician and reported that she had developed continuous swelling, redness and itchiness at the treatment sites. The exact date of symptom onset was not known. The physician prescribed oral prednisone and topical ultravate cream. The pt was examined by the physician on 23 june 1998 who noted redness and swelling at the treatment sites, but noted the symptoms had begun to subside. The physician diagnosed a product related hypersensitivity.